Manufacturer narrative:
Albers, g. W. (2018). Thrombectomy for stroke at 6 to 16 hours with selection by perfusion imaging. The new england journal of medicine, 378, 708-718. Doi:10.1056/nejmoa1713973 the solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the solitaire during use. The event occurred int ra-procedurally and the cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of perforation during solitaire thrombectomy. The article describes the defuse 3 clinical trial, which was conducted to assess thrombectomy in patients 6 to 16 hours after they were last known to be well and who had remaining ischemic brain tissue that was not yet infarcted. During the trial, 182 patients underwent randomization: 92 to the endovascular-therapy group and 90 to the medical therapy group. Of the 92 endovascular-therapy patients, 42 underwent mechanical thrombectomy with a solitaire device. The other thrombectomy devices included trevo, penumbra, and mindframe. The 92 endovascular therapy patients had a median age of 70 years; 46 of the patients were female. It was reported to medtronic that a vessel perforation described in the manuscript occurred in a solitaire-treated subject. Per the manuscript, vessel perforation resulted in subarachnoid hemorrhage associated with a 3-point increase in nihss.